Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. One of the reported device was received for evaluation; the event was confirmed during testing. Evaluation found internal corrosion, broken down lubrication, and shattered/fractured bearings. This device is not repairable and was not returned to the user facility. One device was not received for evaluation, but is expected to be received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the devices overheated. There was patient involvement reported with 1 event; no patient impact. There was no patient involvement reported with 1 event; no patient impact.

Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Reported device was received for evaluation; the event was confirmed during testing. Evaluation found internal corrosion and debris. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the devices overheated. There was patient involvement reported with 1 event; no patient impact. There was no patient involvement reported with 1 event; no patient impact.